Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10105 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on january 6, 2017, omsc confirmed that the probe was broken at 16.5 mm from the distal end. The broken probe tip was not returned. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed with the scratch mark as the starting point. A scratch mark occurred on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue by the distal end of the probe. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred on the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue, and ultrasonic level error occurred. The probe was broken when the user added loads to the probe outside the patient. The following details are found in the instruction manual as warning: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a subtotal thyroidectomy, ultrasonic level low error occurred. The surgeon noticed that the jaws weren't meeting and the jaws were bent. The probe broke off outside the patient. The procedure was completed with a similar device. There was no patient injury reported.